Event description:
Procedure: bi lobectomy, rt lower and middle lobectomy. The staple line dehisced post-operatively in recovery. Surgeon described the ipv firing as being at the junction of the antrum. Current pt status: stable. Pt was hemorrhaging in recovery. Surgeon stabilized pt, and repaired the ipv. The surgeon did not specifically state how he repaired the ipv. The pt was reported as doing fine following the re-op.

Manufacturer narrative:
(B)(4).